Event description:
It was reported that the patient with this pacemaker was experiencing low evoked response and a right atrial auto threshold test with no results was noted. The patient was having radiation therapy, and technical services (ts) was consulted about programming adjustments. This pacemaker remains in service. No adverse patient effects were reported.